Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that a fully filled cartridge would prime out more insulin than expected by the user. It was noted that the pump would read 176 units of insulin after finishing the prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.